Event description:
Pt heard crying out, upon entering the room, blood found on sheet. Pt had pulled off the arterial (red) port of the tesio catheter and snapped off piece of white tubing. White tubing clamped with hemostat. Replacement adaptor located and catheter repaired. Blood loss of 100cc.